Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for elevated levels of lactate dehydrogenase (ldh) and heart failure symptoms. A pump obstruction was suspected: international normalized ratio (inr) subtheraputic after previously being supratheraputic. Patient was given a peripheral tissue plasminogen activator (tpa) dose of 12.5 mg and the pump numbers normalized. Nitric oxide and a bivalirudin drip were administered and the patient was intubated.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.